Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. None of the failures additionally identified during device inspection are subject to investigation. However, all failed inspection test steps are documented in the as investigated codes. Based on the results of the investigation that are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideospe had mechanical damage. The issue was found before procedure and there were no reports of patient involvement.